Event description:
The customer reported the luer on the extension set cracked causing fluid to leak. The customer stated they have used alaris sets without any issues until they started using this model number. Their practice is to cleanse the luer connectors with chg and have done so for the past 3-4 years without any issues (with alaris products). The customer was informed that chg is not approved for cleaning the smartsite valve. There was no pt harm or medical intervention. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.